Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one drive for evaluation. Visual evaluation of the as returned devices identified the driver with signs of use. The driver was attached to an implant, and did not disengage/release from the implant during a functional / physical test. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive torque applied - clinician error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the placement driver won't come off. When placing an implant, an incident occurred where the placement driver could not be removed. The surgery was completed with a different implant and a different placement driver.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. D10: bost3285, 3i t3 non-platform switched tapered implant 3.25 x 8.5mm, lot number 2022040385. E1: initial reporter¿s title is not provided / unknown. E1: zip code is (B)(6).